Event description:
It was reported that the patient passed away on (B)(6) 2022 due to an intracerebral hemorrhage. The outcome was considered to be device or therapy related and the device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction a2: 56 years. Manufacturer's investigation conclusion: the patient passed away on (B)(6) 2022. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's inr was 3.4 on (B)(6) 2022 and their warfarin dose was decreased. Patient also had a right heart catheterization (rhc) on (B)(6) 2022 that showed normalized filling pressures and cardiac output and index. The plan was to evaluate the patient for orthotopic heart transplant (oht) candidacy. The patient was presented on (B)(6) 2022 with a headache, vomiting and changes in level of consciousness. The patient was brought to the nearest emergency room in where their condition worsened. The patient was intubated. A computed tomography showed intracerebral hemorrhage per report of emergency department nurse. The patient was transferred to another hospital for higher level of care as the previous hospital was on diversion. The patient died early in the morning of (B)(6) 2022. It was unknown if the death was device related because there was no head trauma.